Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test or prime test due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that the insulin was squirting out during manual prime. The customer stated that the piston continued to move forward after reservoir contact. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture prior to the compromised force sensor system alarm. The customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.